Manufacturer narrative:
Date of event was approximated.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor. It was reported that the patient's device did not seem to be working after first treatment of chemotherapy. It was reported that 3 days after the first treatment of chemotherapy the patient stated that the ins did not seem to work anymore. It was also stated that the symptoms reported were not helping. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The caller reported a manufacturer's agent assisted patient on a phone call to reset their device with patient programmer.